Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 112 mg/dl. Troubleshoot was performed. Customer states cannot rewind her pump and got an compromised force sensor system alarm the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test and displacement test. No rewind anomaly noted. However, unit was received compromised force sensor system alarm during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm.